Event description:
It was reported that a collamend was placed to repair an incisional hernia in (B) (6) 2009. It was positioned in a sublay (below the muscle) position and drains were placed. The pt presented with a sinus approx 6 months ago and was reoperated to resolve the issue on (B) (6) 2010. The sinus lead to an abscess in a localised area on top of the collamend. The surgeon removed all infected tissue and infected collamend. The collamend that was removed was thin and in pieces. Below the infected areas, the tissue seemed strong so the collamend may have contributed toward that before the wound infection lead to the sinus. The wound has now been packed and left open to allow full drainage of the area and the pt will be recalled to hospital on a weekly basis until the wound is clean and granulation occurs.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for evaluation. This MDR includes all pt, event and device info davol has received to date. Collamend is designed to be absorbed by the body over time, therefore, the description of the device being thin and in pieces at the time of explant (approx 9 months after implant) is unremarkable. Currently, the cause of the infection is unk. Additionally, it is unk how the device may have contributed to the ongoing development of the infection. No sample has been returned for evaluation. No conclusion can be drawn at this time.